Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Additional device information unknown / not provided. Email address was not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported malfunction of driver tip, which did not disengage properly with the implant and got out with some difficulties after implantation. There was a delay in the procedure. Implantation was performed and implants remain implanted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One certain® implant driver tip ¿ long (iipdtl) was returned for investigation. Visual evaluation of the as returned product identified signs of wear due to usage. Functional testing was performed using applicable in-house implants. The device was able to engage and disengage with the implants as normal. Pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this investigation. DHR review could not be performed as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review was performed by item and no other complaints about nonconforming products were identified.july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product.therefore, based on the available information and functional testing, driver malfunction did not occur. However, the reported event (does not disengage) could not be verified as the exact details of event (i.e. Other devices involved) were unknown/nonverifiable.